Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 702-04-58f; tridentii tritanium cluster58f; lot# 15054651a, cat# 6704-0-520; d-m 2.0mm beaded cable set vit; lot# 15048851, cat# 6720-0937; size 9 accolade ii 132 deg; lot# 97997907, cat# 6570-0-236; delta v-40 ceramic head 36/+5; lot# 16362652. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient revised first stage revision for infection all original implants removed and replaced with cement spacer exeter rimfit and stem to return for 2nd stage revision in 6-8 weeks.